Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During a eight week, open label, sequential phase study in which individual subjects progressed through four study periods each compromising six hd treatments over a two week period. The pts were given their standard bolus heparin, then 100% of the standard bolus dose, then 80% of bolus standard, then 66.7% of bolus standard. A pt was hospitalized for a syncopal episode secondary to hypoglycemia. The pt's insulin regimen was subsequently modified. The event was anticipated per study protocol. The outcome was resolved on (B)(6) 2010. The severity of the event was severe and the relationship to the study was assessed as not related.